Manufacturer narrative:
Testing of returned unit showed pressures in normal range. Product operated normally. Bond strength of dental cements greatly exceed forces generated by the irrigator. Normal activities such as chewing food far exceed forces generated during irrigator use. All cements have a limited life and fail in time. The activity underway at the time of the cement failure is not the cause of the failure, it is only coincidental simultaneous activity.

Event description:
Per the customer....using unit for a month or so 1x per week, a crown/fake tooth fell out. Continued use, thought dentist did a bad job. Front tooth crown/fake tooth fell out. Dentist is saying the water flosser caused them to come out. Was using 2 tips and will mark with tape the 2 in use. She wants water pik to pay for her new teeth and will send all docs.